Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the reservoir had air bubbles. The blood glucose reading was 321 mg/dl. The insulin pump was not rewound with the reservoir in place. The customer was assisted in priming out the air bubbles and advised to store the insulin at room temperature. The customer intended to call back to perform the high pressure test.